Event description:
It was reported that the customer was involved in an automobile accident and was inquiring how to suspend the insulin pump so that she could undergo an x-ray. The customer's blood glucose was 522 mg/dl. The customer stated that the accident was not due to her high blood glucose levels. Assisted customer in suspending the insulin pump. The customer stated that she would call back later to troubleshoot the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.